Event description:
During testing at the user facility, it was noted that the battery was swollen. The device was returned to the engineering department with a report of, batter will not charge. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies will the device/pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation not complete. This report represents all the info known by the reporter upon query by hospira personnel.